Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi requested the customer return the products associated with this event, but the products have not been received at this time. Multiple attempts to obtain additional information were unsuccessful. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. Review of the sureform 60 stapler logs showed part number 480460-09, lot number l16221125-0445, was installed on the system 9 times and fired 7 reloads (1 green, followed by 6 blue). There was no clamping or firing attempted on installs 1 or 3. On installs 2, 4, and 8, firing was completed with 3 or 4 pauses for compression, and the firing for install 8 showed a high maximum firing torque. All other firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired an unspecified colored reload and the target tissue was pushed. It is unknown what intervention, if any, was required due to this event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired an unspecified colored reload and the target tissue was pushed. The procedure was reportedly completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.